Event description:
It was reported that 2 bd vacutainer® flashback blood collection needles experienced tube push off on the non patient end if the needle during use. The following information was provided by the initial reporter: during use, the customer found that the np sleeve was tight and it was difficult to pull out the tube. When withdraw blood more than 5 tubes, the np sleeve leakages. It was occurred 2 times.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® flashback blood collection needles experienced tube push off on the non patient end if the needle during use. The following information was provided by the initial reporter: during use, the customer found that the np sleeve was tight and it was difficult to pull out the tube. When withdrawing blood from more than 5 tubes, the np sleeve leaked. It was occurred 2 times.